Event description:
It is reported that the glenoid reamer fractured during use. The broken pieces were removed from the patient.

Manufacturer narrative:
Evaluation summary: the device may have fractured due to incomplete assembly to the driver instrument while in operation. The driver tabs need to be fully engaged into the slots on the reamer for proper torque transmission. The exact cause cannot be determined with certainty. As returned, a portion of one of the flanges on the reamer has fractured and was not returned for review. Additionally, one end of the locking screw has also fractured and was not returned for review. The device has a potential field age of approximately 2 years. In addition to the fractures, the device exhibits signs of wear caused by normal use including worn surfaces and dulled cutting edges. Sem analysis on the spoke reamer indicates that the fracture was likely a fast fracture caused by overload. Eds analysis showed elemental peaks consistent with 455 stainless steel. No injuries were reported as a result of this issue. No additional information is available at this time.